Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: broken shell, missing, underweight, stress mark, crease fold, wear abrasion. Microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A piece of the shell is missing the assessment is inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr 23/jan/2013, 23/apr/2013, and 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Patient reported "massive scarring". Additionally, healthcare professional reported right side "asymmetry" and capsular contracture, baker grade IV. Patient additionally reported "severe pain and it keeps getting worse", "sunk in on their chest and it looked like a bowl", "shifted and shaped differently", and rupture. Patient also reported "cramping and shaking of both hands"; this is not device related. Device remains implanted.